Manufacturer narrative:
A2 age at time of event: 18 years or under. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual inspection of the wire was returned inside the delivery sheath, and the filter bag came back in deployed state. It was observed that the spring tip was bent, the wire was exposed through the delivery sheath. Moreover, the guidewire detached and bent, also the delivery sheath was bent. Functional inspection of sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath.

Event description:
Reportable based on device analysis completed on 20nov2024. It was reported that the delivery sheath was severely bent, and the guide wire at the tip of the filterwire was uncoiled. The 80% stenosed target lesion was located in the non-calcified right internal carotid artery. A 190 cm, filterwire ez embolic protection system was selected for use. Upon device preparation, there was a large resistance occurred when the filter was assembled into the delivery sheath. The distal end of the sheath was found severely bent. Additionally, the proximal part of the tip of the wire was uncoiled or loose. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed the guidewire detachment.